Event description:
The customer reported the access 2 immunoassay system (serial number (B)(4)) generated erroneous thyroid stimulating hormone (access hypersensitive htshresults) for two (2) patients and that the instrument failed the system check due to elevation and imprecision with observation of a systemic issue with multiple assays; however, the customer declined to provide further details. There is no indication that the customer ran patient samples after the system check failed. There is no report of change to patient treatment in connection with this event. Calibration and qc (quality control) data was not provided. The patients' samples collection tubes and processing information such as centrifugation speed and time were not provided. A beckman coulter (bec) customer technical support (cts) advised the customer to visually inspect the tubing from the wash buffer supply. The customer noted finding a constriction in the wash buffer supply line, however, system check failures continued after the tubing was straightened. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The customer did not supply patient demographics such as age, date of birth, sex or weight. Field service engineer (fse) onsite noted that the customer shared the observation of the constricted wash buffer supply line. It is unknown how the tubing constriction initially occurred. The fse verified tubing placement, primed system, and obtained a passing system check. The fse determined that the wash buffer supply line was straightened by the customer prior to the service visit; however additional system priming was required for resolution. Post service activities completion, the fse performed successful system verification tests.